Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pilonidal cyst without mention of abscess from (B)(6) 2008 to (B)(6) 2009, contact dermatitis from (B)(6) 2008 to (B)(6) 2009, eczema from (B)(6) 2008 to (B)(6) 2009, acute respiratory tract infection from (B)(6) 2007 to (B)(6) 2009, absence of menstruation from (B)(6) 2007 to (B)(6) 2009, urination abnormal nos from 2006 to (B)(6) 2009, headache from 2006 to (B)(6) 2009, acute bronchitis from 2006 to (B)(6) 2009, unspecified breast disorder, breast biopsy, tonsillectomy, cesarean section (2007, 2009), depression, endometrial biopsy, tiredness, endometriosis and cystitis interstitial. Previously administered products included for an unreported indication: ortho tricycline from 2004 to 2008, nuva ring from 2006 to 2008 and depo shot from 2005 to 2006. Concurrent conditions included hypotension since (B)(6) 2009, allergic conjunctivitis since (B)(6) 2008, unspecified disorder of coccyx since (B)(6) 2008, dizziness since 2006, giddiness since 2006, esophageal reflux since 2006, nausea since 2006, vomiting since 2006, diarrhea since 2003, pelvic pain, rectal tear, urinary tract infection, vaginitis, vulvovaginitis, vaginal pain, itching, swine influenza, vaginal dryness, stress, vaginal discharge, menses irregular and menometrorrhagia. The patient also had a family history of depression. Concomitant products included bupropion hydrochloride (wellbutrin), cariprazine hydrochloride (vraylar), desvenlafaxine, methylphenidate hydrochloride (ritalin) and paracetamol (tylenol). In 2009, the patient experienced post-traumatic stress disorder ("ptsd"), depression ("depression/psych injury"), anxiety ("anxiety/psych injury") and dyspareunia ("dyspareunia (painful sexual intercourse)/dysmenorrhea (painful sexual intercourse)"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)") and dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2010. At the time of the report, the abdominal pain, dysmenorrhoea and dyspareunia had resolved and the vaginal haemorrhage, menorrhagia, post-traumatic stress disorder, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, post-traumatic stress disorder and vaginal haemorrhage to be related to essure. The reporter commented: transabdominal and transvaginal pelvic ultrasound-the proximal portion of the hardware that is within the left fallopian tube appears to extend into a portion of the endometrial cavity. Plaintiff received treatment for dysmenorrhea, dysmenorrhea, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: bilateral occlusion. Pathology test - on (B)(6) 2010: metal coil is present within the left cornua. Removal stretched it out. Pregnancy test urine - on (B)(6) 2010: negative. Ultrasound scan - on an unknown date: urinary tract infection, site not specified, unspecified vaginitis and vulvovaginitis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, dysmenorrhea (cramping), depression, dyspareunia, menorrhagia, abdominal pain and vaginal hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event per pfs: the event psych injury was clubbed with depression and anxiety. Outcome of dysmenorrhea and dyspareunia was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pilonidal cyst without mention of abscess from (B)(6) 2008 to (B)(6) 2009, contact dermatitis from (B)(6) 2008 to (B)(6) 2009, eczema from (B)(6) 2008 to (B)(6) 2009, acute respiratory tract infection from (B)(6) 2007 to (B)(6) 2009, absence of menstruation from (B)(6) 2007 to (B)(6) 2009, urination abnormal nos from 2006 to (B)(6) 2009, headache from 2006 to (B)(6) 2009, acute bronchitis from 2006 to (B)(6) 2009, unspecified breast disorder, breast biopsy, tonsillectomy, cesarean section (2007, 2009), depression, endometrial biopsy, tiredness, endometriosis and cystitis interstitial. Previously administered products included for an unreported indication: ortho tricycline from 2004 to 2008, nuva ring from 2006 to 2008 and depo shot from 2005 to 2006. Concurrent conditions included hypotension since (B)(6) 2009, allergic conjunctivitis since (B)(6) 2008, unspecified disorder of coccyx since (B)(6) 2008, dizziness since 2006, giddiness since 2006, esophageal reflux since 2006, nausea since 2006, vomiting since 2006, diarrhea since 2003, pelvic pain, rectal tear, urinary tract infection, vaginitis, vulvovaginitis, vaginal pain, itching, swine influenza, vaginal dryness, stress, vaginal discharge, menses irregular and menometrorrhagia. The patient also had a family history of depression. Concomitant products included bupropion hydrochloride (wellbutrin), cariprazine hydrochloride (vraylar), desvenlafaxine, methylphenidate hydrochloride (ritalin) and paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced post-traumatic stress disorder ("ptsd"), depression ("depression"), anxiety ("anxiety") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In july 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2010. At the time of the report, the abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, post-traumatic stress disorder, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, post-traumatic stress disorder and vaginal haemorrhage to be related to essure. The reporter commented: transabdominal and transvaginal pelvic ultrasound-the proximal portion of the hardware that is within the left fallopian tube appears to extend into a portion of the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Pathology test - on (B)(6) 2010: metal coil is present within the left cornua. Removal stretched it out. Pregnancy test urine - on (B)(6) 2010: negative. Ultrasound scan - on an unknown date: urinary tract infection, site not specified, unspecified vaginitis and vulvovaginitis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, dysmenorrhea (cramping), depression, dyspareunia, menorrhagia, abdominal pain and vaginal hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-jul-2019: pfs and mr received. This case became incident. New events from pfs- abdominal pain, abnormal bleeding (vaginal), abnormal bleeding ( menorrhagia), post-traumatic stress disorder, depression, anxiety, dysmenorrhea (cramping) and dyspareunia (painful sexual intercourse). Reporter information, concomitant, historical drug, medical history and lab data were added. Product indication and implant date were updated. Patient¿s demographic details and explant date were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.